Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level ranging from 576-577 mg/dl, and an unknown ketone level, and began vomiting. The cause of elevated bg was unknown. Prior to going to the ER, the customer administered correction boluses via the pump and via a manual insulin injection. In the hospital, the customer was treated with intravenous fluids of insulin and saline. At the time of the report the customer has not been released from the hospital and has no permanent damage. System check with technical support confirmed the pump was functioning as intended. The customer declined follow up from technical support.